Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use in a endovascular therapy (evt). During procedure, at first inflation, it was noted that the balloon ruptured at 10atm. However, it was further reported that all of the device components were completely and simply removed from the patient's body without problem. The procedure was completed with a different device. No patient complications reported and patient was good post procedure.